Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not undergo revision surgery. The recipient's device remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance, despite device testing within normal limits. Revision surgery is being considered. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.